Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 10/18/2022 h6 component code: (B)(6)no device problem found h6 component code: c22 - photo analysis h3 investigational summary: complaint sample: one photograph consisting of two complaint foils received for investigation for code vp2328 lot t1011. Upon preliminary photographic evaluation it was confirmed that the provided photographs are of genuine product foils. Actual impacted suture and needle was not available in the provided photograph. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code vp2328 lot t1011. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for knot pull tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code vp2328 lot t1011 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 23.24 n and value at the time of finished good release was found to be 24.24 n which meets the usp average knot pull tensile strength requirement i.e., nlt 17.40 n. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code vp2328 lot t1011. No other event was reported for same description from other parts of country. Hence, this complaint could not be confirmed. Photo analysis: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photograph shows two foils packets of product code vp2328. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07718 and 2210968-2022-07719. Product complaint # pc-(B)(4). Date sent to the FDA: 10/18/2022 corrected information: d1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any change in the patient¿s post-operative care due to the prolonged procedure? 1.no change in patients post operative care. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? 2.no unexpected outcomes. Could you please clarify if the patient suffer from any sign or consequence due to the issue (breakage suture)? Please provide more details. 3.no sign or consequence due to the issue (breakage suture). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-07719.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2022 and suture was used. During the procedure, the sutures were broken while knotting. No adverse patient consequences were reported. Additional information was requested.